Manufacturer narrative:
The device was returned for analysis. The reported guide detachment was confirmed. Resistance during removal of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects of potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: device was returned. H6: removed method code 4114, conclusion code 67, results code 3221.

Event description:
Subsequent to filing of the medwatch report additional information was received. The guide of the returned proglide device was in three pieces. The facility reporter confirmed that the three pieces were removed surgically. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional percutaneous coronary procedure. Reportedly, the proglide device got stuck in the patient, there was resistance trying to removing, it felt as if the foot was stuck. An attempt was made to remove the black sheath and excessive hemorrhaging was noted. The patient was taken to surgery to have the proglide device removed via cut down. Hemostasis was achieved by surgical suturing. There was a clinically significant delay in the procedure due to the surgery. No additional information was provided.